Manufacturer narrative:
A more follow-up report will be filed if more information becomes available.

Event description:
It was reported that this event involved a male patient scheduled for coronary artery bypass graft surgery. While in the cath lab, md inserted sheath via the left femoral artery. Under fluoroscopy, md inserted the intra-aortic balloon (iab). The pump was switched on & iab did not fully inflate. After a "couple of runs" it was decided to replace iab with a 30cc iab. The iab & pump ran "smoothly and inflated correctly after insertion." The pump did not alarm. There were no reported patient complications.